Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pace impedance measurements. It appeared that the lead insulation was compromised one inch proximal to the suture sleeve, however this was not conclusively determined via x-ray or fluoroscopy. The lead was surgically abandoned and the crt-p was explanted. Both were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.